Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "small clear drop of oily substance" was noticed when the plunger was pushed up all the way on two bd insulin syringes with the bd ultra-fine¿ needles. No report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7177894. Customer returned photos of an open, empty poly bag for 1/2cc, 8mm, 31g syringes from lot # 7177894. Customer states that when the plunger was pushed up all the way, a small clear drop of substance that felt oily was noticed. The photos were examined and did not exhibit the syringe in question. This complaint cannot be confirmed as no samples or photos showing the sample in question were returned by the customer. However, the incident described by the customer appears to be excess silicone coming out cannula when fully depressing the plunger rod. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address this issue. A review of the device history record was completed for batch# 7177894. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos showing the sample in question were returned by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Manufacturer narrative:
Date of event and date received by manufacturer correction. Additional information was received to correct the "date of event" and "date received by manufacturer" fields entered on the initial MDR. The applicable fields have been updated to reflect the corrected date of (B)(6) 2018.